Event description:
It was reported that there was an issue with fk894r - kairison shaft det.up 285mm 4mm. According to the complaint description, the tip of kerrison broke off. An additional medical intervention was necessary. Additional information was not provided. Additional patient information is not available. The adverse event is filed under aag reference (B)(4).

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.